Manufacturer narrative:
The device was not available for evaluation however, photographs and a video were provided. The visual inspection observed that the cone of the return male luer lock (mll) is broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with one unit of prismaflex st150 set, ¿obstruction of the blue connector¿ was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.